Event description:
It was reported that a pt presented high lead impedance readings during a routine office visit. X-rays were ordered but not sent to the MFR for review. The pt's device was programmed off and the pt was referred for a surgical consult. There were no reports of pt manipulation or trauma that may have caused or contributed to the high lead impedance readings. Programming and device diagnostics were provided by the site and a battery life calculation performed showed that the device is not at end of service. Good faith attempts to obtain a surgery date and additional info such as x-rays have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.